Manufacturer narrative:
Reliability analysis evaluated three opened/used reservoirs. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer was treated for high blood glucose with syringe. The customer stated that her blood glucose is high because of the supplies not because of her site in her site or the pump. The customer stated that every time she puts p cap on reservoir it is crooked it doesn't matter how slow or fast she puts it on the reservoir it is crooked. The customer was advised that we will replace sets and reservoir.